Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Testing wasn't performed and the motor error alarm wasn't verified due to motion sensor test failure alarms. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during rewind. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.